Event description:
Patient had meningioma removed, subsequently had an infection (B)(6), required two additional procedures. Patient relayed that she is concerned about the 2 infections that she developed 20 days post-surgery. She was told by infection control that this likely was acquired during her first surgery and the reason for delayed symptoms was because the infection had to grow from the inside first before showing outward symptoms. She has concerns that the bovine membrane implant was contaminated, or that somehow during the surgery she acquired two different bacteria that caused infection (which then required two additional surgeries). As she has worked for (B)(6), she is aware that should this prove to be contaminated that there would likely be FDA investigation launched. She is hoping to bring this to attention and hopefully prevent this from happening to another patient.